Event description:
A 7.0mm diameter x 17mm length medtronic ave biliary stent was inserted for treatment of a target lesion in the left renal artery after predilation with a 4.0mm diameter ptca balloon. During the attempt to cross the target lesion, the stent dislodged from the delivery balloon, therefore, the stent and delivery system were pulled back from the renal artery. Upon removal of the stent and delivery system were pulled back from the renal artery. Upon removal of the stent from the pt, the stent was noted to be fully dislodged into the popliteal artery. The dislodged stent was snared from the popliteal artery, successfully. However, the snare device broke off inside the pt and the pt went to surgery for removal of the snare wire lip. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.